Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements on this right ventricular (rv) lead. Impedance trends show a gradual decrease since the end of march. Additionally, low amplitude was noted as well. Boston scientific technical services (ts) was consulted and recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service.